Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 525 mg/dl. Customer¿s current blood glucose was 495 mg/dl at the time of incident. Customer¿s current blood glucose was 480 mg/dl. Customer was treated with insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.